Event description:
This is a report from a facility nurse of peritonitis with culture positive for haemophilus parainfluenzae, fatal sepsis, and fatal myocardial infarction in a (B)(6) male patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. In (B)(6) 2010, the patient began treatment with dianeal and dianeal pd4 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the reporting consumer stated that on an unreported date, the patient developed sepsis. On (B)(6) 2010, the patient reportedly experienced a myocardial infarction and expired. The cause of death was sepsis and myocardial infarction. Treatment information was not provided for the events prior to death. It was not reported whether an autopsy was performed. Dianeal therapies were ongoing at the time of the patient's death.

Manufacturer narrative:
(B)(4).the sample was discarded therefore no evaluation was performed.

Event description:
During a stent assisted coil embolization, as an attempt was made to deploy the device, fourth coil to be used, difficulties were encountered and the coil detached from the pusher wire and became stretched. Approximately 2cm of the coil protruded from the aneurysm so the physician used a stent to secure this to the vessel wall. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10f26034 with no deviations from standard procedure. Root cause could not be determined based on information available. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the first report of four associated with this event.